Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿300 something mg/dl¿ with the subject meter and ¿around 163mg/dl¿ on a one touch ultra meter performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.